Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated fields: g4, g7, h2, h10. On 12-nov-2020, intuitive surgical, inc. (Isi) received medwatch form mw5095594 for this event. The form stated the following: "this permanent cautery hook, when placed in the robotic arm, would not recognize the instrument. A new instrument was obtained to complete the case."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number sk1169 on (B)(6) 2020, and it had 7 lives remaining. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci assisted procedure, the permanent cautery hook instrument failed to be recognized when inserted into the robotic arm during the case. A new instrument had to be opened to complete the case. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the patient was (B)(6) years old female weighing (B)(6) pound. No tests were performed.